Event description:
Event verbatim [preferred term] she noticed the presence of three bubbles just in correspondence of the cells [blister] , I noticed that the part ached, observing the mirror I noticed the presence of three bubbles just in correspondence of the cells [pain] , . Case narrative:this is a spontaneous report from a contactable pharmacist reported for herself via a sales representative. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare fascia autoriscaldante - flexible use) lot number: 16792n05/07, expiration date: apr2018, via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The pharmacist reported that in late morning of (B)(6) 2016, she applied on a shoulder thermacare flexible use, in the evening after removing the product and making a shower she noticed that the part ached, observing the mirror she noticed the presence of three bubbles just in correspondence of the cells. It was not the first time that she used the product, and also she was surprised because her complexion was olive and therefore very difficult to episodes of burn. Another thing she noticed was that during the period of application she did not feel discomfort or pain. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event presence of three bubbles just in correspondence of the cells as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event ache is assessed as associated with the device use., comment: based on the information provided, the reported event presence of three bubbles just in correspondence of the cells as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term]. She noticed the presence of three bubbles just in correspondence of the cells / second degree burn to the shoulder [burns second degree] , scarring, mild due to being promptly and carefully treated [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist reporting for herself via a sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare fascia autoriscaldante - flexible use) (device lot number: 16792n05/07, expiration date: apr2018) from (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. The pharmacist reported that in late morning of (B)(6) 2016, she applied a flexible heatwrap on her shoulder. In the evening, she removed the heatwrap and took a shower. While taking a shower, she noticed that the part ached. Observing in the mirror, she noticed the presence of three bubbles just in correspondence of the cells of the heatwrap. Upon follow-up, it was reported to be a second degree burn to the shoulder. It was not the first time that she used the product, and also she was surprised because her complexion was olive and therefore very difficult to episodes of burn. She expected long term sequelae such as scarring, mild due to being promptly and carefully treated. Another thing she noticed was that during the period of application she did not feel discomfort or pain. Action taken with the suspect product was unknown. Treatment for the event included "eosin", "connettivina plus ointment" and sterile medication. No surgical intervention was needed. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (17nov2016): new information received from contactable pharmacist who reported for herself included reaction data (additional event of scarring, mild due to being promptly and carefully treated, the event term blister was updated to burns second degree, and treatment). Follow-up (17nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the reported events of 'she noticed the presence of three bubbles just in correspondence of the cells / second degree burn to the shoulder' and scar as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the reported events of 'she noticed the presence of three bubbles just in correspondence of the cells / second degree burn to the shoulder' and scar as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.